Manufacturer narrative:
No further patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified a (B)(6) architect (B)(6) results for one patient. The customer provided the following results: sid (B)(6), initial result (B)(6) with two retests which were also (B)(6); when repeated with other methods the result was reactive (B)(6).tppa (B)(6); colloidal gold (B)(6) the patient is a (B)(6) male orthopedic patient. The patient did not have any clinical symptoms.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot number 30344be01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. In-house testing of a retained reagent kit of the complaint lots was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on all reviewed data, we conclude that there is no product deficiency with the architect syphilis tp reagent lot identified in this complaint.